Event description:
After biopsy was taken, excess bleeding occurred. Dr cauterized with bipolar probe, perforation had occurred. After procedure the pt went home against dr recommendation. Pt returned to hosp next day due to abdominal pain.